Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 400mg/dl. The mother stated that her daughter was vomiting, had fever and headaches thru the day. It was stated that the infusion set was not changed while the customer's blood glucose was high. Troubleshooting was performed. The mother stated that the customer was treated with an insulin drip. It was stated that the insulin pump alarmed no delivery repeatedly. The time and date on the device were correct. It was stated that the customer had a lot of scar tissue. Suggested to try other site locations. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.